Event description:
I was prescribed the use of the novastar tms (transcranial magnetic stimulation) treatments for depression. During the treatment my depression worsened and the team treating suggested I needed an additional medication to stabilize. The treatments started in (B)(6) 2012 and stopped in (B)(6) 2021. In (B)(6) 2021 I was admitted to inpatient psychiatric observation. My medication was adjusted and I spent the next three years climbing out of the worse depression I have ever had. My depression got worse and so did my anxiety. I have a flat affects now. I don't feel emotion at all.